Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clip of the al326 did not hold the duct and vessel. The clips that were applied had to be removed and had to be re-clipped with a new al329 clip applier. The clip applier, which was an original al326, also misfired. There was no consequence to the patient.